Event description:
It has been reported to philips that an error message appeared and the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. The fse replaced the flexvision pc and hard disk. After replacement of flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.